Event description:
Shaft frosting during the procedure.

Manufacturer narrative:
Device evaluation confirmed the reported issue of shaft frosting. Further evaluation revealed a vacuum sleeve failure was the cause.